Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer rarely announced meals and experienced hypoglycemia after announcing a usual lunch while actually eating dinner, resulting in a blood glucose of 56 mg/dl; troubleshooting and education on proper meal announcements were provided, and the customer was advised to seek further training with a clinician. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery in less than one hour without hospitalization. Investigation included case assessment and user education. Investigation of this case revealed user-related factors associated with missed or mistimed meal announcements leading to excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to meal announcement timing and technique.